Event description:
Doctor said patient complained of pain and after evaluating the x-rays felt patient's patella had worn through. At surgery the patella and femoral component were intact. The plastic portion of the resurfacing baseplate had worn. Doctor replaced the worn insert with a p.c.a. 2-piece modular baseplate and 9mm insertdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.